Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected suspend low after a sensor glucose vs blood glucose value.. Blood glucose value was 92 mg/dl at the time of the incident. The customer stated that they needed to speak to someone about a sensor that didn't work. The customer's blood glucose value was 92 mg/dl and the sensor glucose value was 29. The sensor glucose value and blood glucose value difference was 63 mg/dl. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 29. Troubleshooting was not completed. The device will be replaced and returned.